Manufacturer narrative:
E1 initial reporter phone: (B)(6). The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis revealed that the pebax was broken. Due to the condition of the returned device, dissection was performed, and an open circuit was found in the tip area. A manufacturing record evaluation was performed for the finished device 31110116l, and no internal action was found during the review. The open circuit in the tip area could be related to the magnetic failure reported; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the handling of the device after shipping, as this was not reported in the event information; however, this could not be conclusively determined. The instructions for use contain (IFU) the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a broken pebax and an open circuit in the tip area. During the procedure, error code 105 sensor error occurred when the catheter was connected. The cable was removed and reconnected but the issue persisted. The cable was replaced but the issue still remained. The catheter was replaced and the issue resolved. The procedure was completed without patient's consequence.